Event description:
The hcp reported that one day after refill, the patient presented to the emergency room with symptoms of overdose. The patient was experiencing somnolence, "floppiness" and was difficult to arouse. The hcp suspects that "some baclofen may have been injected into the pocket in error". The expected reservoir volume was 17 mls; the actual reservoir volume was 15 mls. The patient was admitted to the intensive care unit at the time of this report. A follow-up report will be sent if additional information becomes available.